Event description:
The service report shows while performing the incoming performance verification the nellcor puritan-bennett customer support engineer found the leak test failed. The nellcor puritan-bennett customer support engineer verified the ventilator was 2300 hours past due for its scheduled "pm", and was very dirty inside causing foreign debris to create leaks within the cylinder assembly. The customer support engineer inspected the device and replaced the cup seal due to wear and cleaned the cylinder assembly. The unit passed extended service final testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.